Event description:
Global cap cta component was causing the patient pain. Patient's bone was very soft when the component was explanted. Replaced with a 12 humeral stem and a 48 x 18 eccentric head.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states the patient's bone was found to be very soft when the component was explanted; replaced the component with a 12 humeral stem and a 48 x 18 eccentric head. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation the need for corrective action is not indicated.